Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1620c124e, serial/lot #: (B)(4), ubd: 27-sep-2023, UDI#: (B)(4); product ID: etlw1616c156e, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of an 35 mm rciaa .  It was reported the patient returned for a follow-up CT where the CT revealed the contra lateral limb (left) was crushed visually and the limb and vasculature to the left common femoral artery was thrombosed.  No cause as per the physician was provided.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that the occlusion was found on devices (B)(6). It was also confirmed that, per physician the thrombosis cause was due to the contralateral limb to be ¿crushed¿ within the distal aorta while the ipsilateral limb (right) remained widely patent throughout. Film evaluation summary: the reported compression and occlusion of the contralateral left limb graft and left limb extension could not be assessed on the pre-implant films returned; therefore, the cause of the events could not be determined. Lack of procedural angiograms or post-implant CT¿s did not allow for a thorough review of the stent graft in vivo configuration. It is possible that the relatively small distal aortic diameter and the patient's tortuous iliac anatomy may have been factors in the reported compression and occlusion of the limb grafts. It is also possible that patient conditions such as poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad may have contributed to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.